Manufacturer narrative:
PMA/510(k) #: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions

Event description:
As per cc form: "when performing a bronchoscopy on (B)(6) 2022, it was found that the puncture needle was damaged and that it had no resistance to perform the punctures and even had no resistance to return into the sheath."

Manufacturer narrative:
PMA/510(k)# k210476. Device evaluation: the device evaluation could not be completed as the device was not returned for evaluation. A photo of the complaint issue of distal needle kink was shared. Through the investigation it was clarified that the distal needle kink occurred during the procedure when inserting the needle. Manufacturing records: prior to distribution, all echo-hd-22-ebus-o devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o of lot number cf1799075 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0051 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0051). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. Although it has been advised target site was not difficult, it is possible the actual lesion was hard leading to the distal end of the needle to kink and causing the difficulty puncturing and retracting the needle into the sheath as per the additional information. Another possible root cause is damage to the patient end of the needle during insertion/advancement down the scope resulting in the needle kinking distally. Summary: complaint is confirmed based on customer and/or rep testimony and photo provided. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 26-jul-2024.